Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026. It was stated that infusion set was not adhered as tubing got caught on surrounding things and always pulled of the patient¿s body.